Event description:
It was reported that during a routine interrogation, it was observed that this right ventricular (rv) lead exhibited an increase in impedances of 900 ohms. The gradual increase with a couple notable spikes caused a unipolar switch. There was also loss of capture observed. It was suspected that the lead had a conductor fracture. Subsequently, the patient underwent surgical intervention to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine interrogation, it was observed that this right ventricular (rv) lead exhibited an increase in impedances of 900 ohms. The gradual increase with a couple notable spikes caused a unipolar switch. There was also loss of capture observed. It was suspected that the lead had a conductor fracture. Subsequently, the patient underwent surgical intervention to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return. Additional information: this product was received for investigation. This report includes a technical analysis of the device.